Event description:
During the procedure, the catheters were setup in the system with no physical connection yet and the virtual catheter movement appeared abnormal. The case was postponed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. Based on the information received, the cause of the reported display issue and subsequent cancellation remains unknown.